Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in muenchen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with acid-fast bacillus (afb) during water sampling test following device installation after deep disinfection process. The laboratory report confirming the reported contamination (tuberculosis) has been provided to livanova. Device was not in the operating room. The customer blocked the device for usage and will make a disinfection according to device instructions for use. There is no report of patient injury.

Manufacturer narrative:
No further information regarding disposition of device has been made available. No further information regarding cleaning and disinfection procedure at customer site were provided, nor information regarding tap water testing or filter used. A device service history review has been performed and identified that the unit was manufactured in 2019 and one previous similar event was reported in 2024. Since no information about water maintenance and disinfection procedure at customer site has been provided, the root cause could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.